Event description:
It was reported that a 28mm two level aviator plate spring lock came undone from the plate after screws were inserted. The same sized plate in the aviator family was used to finish the procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the single barrel drill guide was used during the procedure. The bent spring bar was noticed after placement of the screws and locking of the spring bar. Manufacturing files were reviewed and no incidents were found. Conclusion: the likely root cause is not squeezing the trigger of the drill guide during removal of the drill guide as specified in the surgical technique.

Event description:
It was reported that a 28mm two level aviator plate spring lock came undone from the plate after screws were inserted. The same sized plate in the aviator family was used to finish the procedure.